Event description:
Baxter brazil reported five incidents of broken fibers noted on a dicea dialyzer. The incidents occurred at the onset of pt treatments. The dialyzers were reused 3 times prior to the reported events. No pt injury or medical intervention was reported to be associated with these incidents.